Event description:
It was reported that the 9800 sys intermittently has no image, also collimator will not come down. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable, high voltage cable, and backplane were placed during the svc call. The sys was tested and found to be working as intended and put back into svc.